Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A procedure commenced to remove two leads: a right ventricular (rv) lead and a right atrial (ra) lead due to infection. A spectranetics glidelight device, model 500-302 was used to begin extraction attempt of ra lead. The physician encountered stalled progression in the superior vena cava (svc) so the physician directed his attention to the rv lead. The patient's blood pressure began drifting down during extraction attempt of ra lead, but patient had been given a sedative because the patient was moving during the procedure, and the blood pressure drop at that time was attributed to the sedative. Patient's blood pressure began to stabilize while physician was attempting removal of the rv lead. Progression stalled with rv lead removal attempt in the svc as well. The physician chose to then switch to a 13f tightrail device in order to remove lead. Progress was made through stalled area; however, a pericardial effusion was identified. Rescue efforts commenced, including sternotomy and bypass. An injury in the svc/ra junction was discovered. The injury was successfully repaired and the patient survived the procedure.